Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml coaptite on (B)(6) 2010. The patient developed severe urinary retention, which was treated with a foley catheter. The catheter was removed on (B)(6) 2010, one month post injection. The symptoms had resolved.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The device history records for coaptite lot 1015605 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.